Event description:
The customer called and reported that the sensor gave a 55 mg/dl, while customer's blood glucose was 200 mg/dl. The customer further stated that on (B)(6) 2015, the sensor readings were in the 300 to 399 mg/dl range while blood glucose was 140 mg/dl. Calibration and insertion techniques were discussed. At the time of the report, customer's blood glucose was 200 mg/dl. Troubleshooting was declined. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.